Event description:
A (B)(6) female with history of breast ca underwent bilateral mastectomies on (B)(6) 2015 with immediate reconstruction: placement of tissue expanders and flex hd. Approximately 1 wk ago pt developed erythema, swelling and increased pain in the left breast reconstruction. She was placed on oral antibiotics, with minimal improvement. She had 2 jp drains still in place. She was admitted on (B)(6) 2015 and was taken to the operating room for "exploration of l breast reconstruction, drainage of abscess, removal of tissue expander, removal of flex hd debridement and irrigation". Findings: infection was noted to be superficial and majority of purulent material appeared to be above and in the soft tissue of the lateral breast reconstruction. Flex hd was minimally incorporated; had not been attached or incorporated to the soft tissue. Jp drains were clipped and removed. Wound was curettage then irrigated with antibiotic solution. New jp drains were inserted. Wound was closed. Pt tolerated the procedure well. (B)(4).